Event description:
A report was received that the pt had a pocket revision due to the ipg being flipped inside the pocket. The physician chose to explant te ipg because it had been implanted for a long time. The physician implanted a new ipg with port plugs because an x ray showed that the lead migrated. The physician explanted the lead and will wait until the pt heals to re-implant a new lead. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn, as it was discarded by the medical facility.